Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. The customer's blood glucose level was 308 mg/dl and it was addressed with a correction bolus. It was confirmed that the customer had manual injections available.